Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp circuit failure occurred. At the service center, the error codes for the ovp circuit failure were confirmed. The motor controller (mc) printed circuit board assembly (pcba) was replaced at the repair center to resolve the reported issue. The service center replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.